Event description:
It was reported that during implant, the tip of the lead was trapped in the valve of the coronary sinus sheath and the lead tip was damaged. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor was distorted, all conductors were stretched, the outer insulation pulled apart (overstress), the lead was stretched, and visual analysis revealed the lead was damaged at implant.